Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a cerebral aneurysm surgical procedure the cutter/bur device "broke in two pieces". According to the report, the surgeon attached the cutter/bur device into the attachment device. When the surgeon attempted to drill the bone, it was observed that the cutter/bur device broke in two pieces. None of the device pieces broke inside the patient's body. A spare attachment device was used to complete the surgery successfully. There were no delays reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual inspection of this device was performed under 10x magnification. The reported condition was confirmed. Evidence suggests that the cutter was exposed to excessive lateral force during use. The s-1510td is a twist drill and is designed for plunge cutting holes only. The flutes are not designed for side cutting and will fracture when this is attempted, as demonstrated here. This device met all dimensional specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).